Event description:
Complainant alleged that when the device was powered on during a routine shift check by a clinician, a constant tone could be heard and only a dot was displayed on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.